Manufacturer narrative:
Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was produced between 08aug2023 and 09aug2023. No samples were returned for evaluation. However, a video was provided and reviewed. The reported condition could not be confirmed based on the provided video and an exact root cause cannot be determined. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action is not applicable at this time. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had a needlestick accident due to the safety needle not locking properly. The needle lock device failed, and retracted when they placed the syringe in the sharps container. They then poked their left index finger. The needle had been used on a patient. They tried it again on another needle and the security device failed to engage. They were treated in the ER and will follow up with employee health services. Additional information received on 02-nov2023 confirmed that the second needle was a clean needle. Information regarding if treatment was required is pending.